Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the minute ventilation (mv) feature was turned off, due to oversensing of the mv signal. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.